Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic liver removal surgery, while clamping the vessels, the surgeon was able to squeeze the handle of the clip applier, but the jaws did not close. Issues with loading or firing the device was also experienced. Another device was used to complete the case. There was no patient injury.